Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. Review of sterilization certification confirms device was sterilized in accordance with (B)(4). This report is number 3 of 8 mdrs filed for the same patient (reference 1825034-2014-05852/05859).

Event description:
It was reported that patient enrolled in a clinical study underwent right total hip arthroplasty on (B)(6) 2011. A revision procedure was performed on (B)(6) 2012 to remove and replace the acetabular liner, modular head and taper for an unknown reason. A subsequent revision procedure was performed on (B)(6) 2012 to remove and replace all components with cement spacers due to infection.